Event description:
Essure has caused these problems for me. Severe migraines, excessive bleeding, severe bloating. I look 6 months pregnant and I'm not, severe pain in pelvic area and lower back into my legs. I experience pain during sex and have had several urinary tract infections. There are days I can't get out of bed due to these complications which resulted in loss of work. I never experienced any of these problems before essure and I am 100% sure that essure is the cause of my complications and believe essure should be recalled.